Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g23, that has similar products distributed in the u.s, list numbers 01l81 and 04p54.

Event description:
The customer stated that repeat (B)(6) qualitative ii results were generated for a serum sample from a patient on (B)(6) 2016. The (B)(6) results were confirmed using the architect (B)(4) confirmatory assay. Since (B)(6) was also (B)(6), testing was repeated on (B)(6) 2016 for the same patient and discrepant (B)(6) results were observed. The (B)(6) results are suspected to be (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
Historical complaint searches determined that there is no unusual activity for the customer issue. No non statistical or adverse trend for the issue was identified. Testing of panels which mimic patient samples using in-house retained kits was performed. All specifications were met indicating that lot 62182fn00 is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Additional testing of the same sample and redraw samples within close proximity shows correct non-reactive hbsag results (result not repeatable). The discrepant reactive result for this patient is unclear but may be due to sample/reagent integrity issues. A review of labeling concluded that the issue is sufficiently addressed. No product malfunction or deficiency was identified.